Event description:
Customer reportedly obtained results of 348mg/dl and 162mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.